Event description:
Coiling treatment of a basilar aneurysm. It was reported that during coil delivery, most part of the coil was inside the aneurysm and required reposition. While repositioning, the coil stretched. The physician placed a leo stent (manufactured by balt) and then withdraw the coil, but it detached and part of the coil was in the basilar. No patient injury reported.

Manufacturer narrative:
The returned device has been evaluated and confirmed the implant coil had broke from the delivery system. Based on the reported details and the findings, the coil was likely broke during manipulation of the device.